Manufacturer narrative:
The device evaluation is ongoing. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 20 colony forming units (cfus) of pseudomonas aeruginosa and 20 cfus of klebsiella pneumoniae. The device was resampled four days later and was positive for 15 cfus of pseudomonas aeruginosa and 20 cfus of klebsiella pneumoniae. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation and the legal manufacturers investigation results. Based upon review of the customer provided the cds processes, no obvious deviations from instructions for use (IFU) were identified. The device was evaluated and no abnormalities were identified that may have led to the positive culture. Based on the results of the investigation, growth of microorganisms were found through culture testing by the user after reprocessing, however, the reported event could not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: an insufficiently reprocessed endoscope and or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.